Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal distension ('abdominal swelling'), device breakage ('computerized axial tomography showed that there was a product remain of 3 mm in the uterus'), vulvovaginal candidiasis ('recurrent candidiasis, which did not answer to any treatment') and genital haemorrhage ('bleeding') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), vulvovaginal candidiasis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("computerized axial tomography showed that there was a product remain of 3 mm in the uterus"), abdominal pain ("severe abdominal pain") and pelvic pain ("pains unbearable that she only could stay at the bed or sofa") and was found to have weight increased ("increase of weight"). The patient was treated with surgery (essure and her fallopian tubes were removed through laparoscopy in (B)(6) 2019). At the time of the report, the abdominal distension, device breakage, vulvovaginal candidiasis, genital haemorrhage, complication of device removal, weight increased, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, complication of device removal, device breakage, genital haemorrhage, pelvic pain, vulvovaginal candidiasis and weight increased to be related to essure (ess205). The reporter commented: she commented that in the medical records they stated that both devices had been removed completely, and even they had commented it was not necessary. A few days after the essure removal she requested a computerized axial tomography to make sure that everything was fine, and in the computerized axial tomography, it was observed that there was a product remain of 3 mm in the uterus. The patient was sent to urgencies in the gynecologist department since she had been presented due to severe abdominal pain and bleeding previously where, the physician indicated that if she presented some symptom, the solution would be the uterus removal. She referred that previous to the product removal, she had not had the abdominal pain, and that will undergo a second intervention due to negligence. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2019: results: it was observed that there was a product remain of 3 mm in the uterus. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.